Event description:
Angio-seal devices were used in the right and left femoral arteriotomy sites. A few days later, the pt returned to the hosp. With symptoms of vascualr insufficiency in the left leg. An angiogram revealed a clot in the left leg at the access site. The physician was able to successfully remove the clot: howerver, the physicial obstruction was still present. The pt underwent surgery to remove the angio-seal device. Reportedly, the pt was recovering.